Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a bacteremia infection and was hospitalized. There were no allegations that the pacemaker system caused the infection. On (B)(6) 2020, the pacemaker system was successfully removed. The patient was reported to be in stable condition following the procedure.